Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73g1600542 was confirmed. During visual inspection was observed: components look well assembled, the orange indicator was observed inside the jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, ratchet sound could be heard indicating that the internal ratchet ears are intact. The orange indicator was fired, indicating that all 15 clips were fired by the end user. The sample was disassembled to inspect the internal components. Upon disassembly, no clips remaining in the channel was observed. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips deviate from the jaw" was not confirmed based on the sample received. One device was returned. During visual inspection was observed: components look well assembled. The device was disassembled and no internal components were observed damaged. Sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since there were no clips remaining in the returned device and upon the applier was disassembled no internal components were observed damaged, the reported complaint issue could not be confirmed and a probable cause could not be determined. In addition, at the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. (B)(4).

Event description:
The complaint states: only used one clip, and then the clips deviate or fell out of the jaw. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600542 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: only used one clip, and then the clips deviate or fell out of the jaw. There was no reported patient injury.